Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to re-evaluation of event.

Event description:
It was reported that the associated ICD was damaged as a result of electrical arcing during a change out procedure. After a dc fibber induction, the device delivered one hv shock and an arc was observed on the ICD. There were three separate locations of insulation damage observed. The physician and ep decided to patch the damage with silicone rather than implant a new lead. The rv lead remains implanted.